Event description:
The patient has had four catheter revisions. Only during the first revision it was found the catheter had moved. Additional information had been requested from the healthcare professional.